Event description:
Customer reported the dpm 6/7 monitor's gas module would not zero, which may have impacted gas monitoring. No pt injury was reported.

Manufacturer narrative:
Service representative replaced the units gas module. Calibrated unit to factory specifications.